Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2101 mayfield ultra base unit slipped and does not lock. The device was not used for the procedure. There was no patient involvement and no delay in surgery.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) documentation showed no abnormalities related to the reported failure found for lot number 109. The device was manufactured in 2010. During inspection, the handle was confirmed to be out of adjustment and not locking with the proper applied pressure. The unit was received with the shock cushion worn from routine use. Also, the unit was received without the 6 inch transitional member. Shock cushion and 1/4 inch pin are both worn, and the adjustment wrench has worn out threads. The reported complaint was confirmed. No further investigation is required based on the acceptability of risk, and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.